Event description:
Caller reported a malfunction on the pump, identified by malfunction code 16, which was not resettable. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support resolved the issue by arranging a replacement pump. Customer was advised on necessary steps including returning the faulty pump, programming settings into the new pump, and using backup therapy to ensure continuous insulin delivery. Caller was also informed about software differences in the replacement pump and storage mode instructions. All instructions were understood and acknowledged by the caller.